Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was also found that the main lamp ignition failure was not confirmed. Since no device malfunction was confirmed during evaluation, the definitive root cause of the main lamp ignition failure and unresponsive front panel could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that the main lamp did not light and the front panel did not respond. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The evaluation found that the olympus lamp meter was reading at over 500 hours. In addition, a worn socket slider switch was found, causing intermittent use of the high intensity mode. The reported problem that the front panel did not respond could not be duplicated. The front mouth was noted cracked. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.